Event description:
The robot is equipped with a power supply module that regulates operation of two redundant power supplies. Due to a complete power supply system failure, a hard reset was performed by clinical staff. The restart did not reinstate the main power connection as it had in previous instances, instead it switched to battery operation as the only power source. The module failure and multiple errors caused both redundant power supplies to fail. All power supply system components were replaced on 5/24/2022, which included the power supply module, two redundant power supplies (main and backup), breaker switch, and power cord. FDA safety report ID# (B)(4).